Manufacturer narrative:
The field service engineer performed ise mixing tower (mix/dry) adjustments. An ise precision verification test was performed, and it met expectations. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found that the mix/dry needed to be adjusted. The investigation is ongoing.

Event description:
There was an allegation of questionable results for approximately 10 patient samples from the cobas integra 400 plus analyzer. One example was an initial sodium result of 147 mmol/l, and a repeat result of 139 mmol/l.